Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. The device was received with the capsule over-captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A nitinol crown was observed protruding through the polymer material at the bulge site on the capsule tip. A number of factors may cause or contribute to nitinol crown protrusion, including an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case it was noted that the patient had a heavily calcified native valve. This indicates that the probable cause of the nitinol crown protrusion was patient anatomy. Static images and media files were provided for review of the event description. Images from the patient¿s executive summary provided for anatomical review have been added below. Valve fluoroscopic load inspection was provided, and it appears to be a good load. A balloon aortic valvuloplasty (bav) was attempted the first time; however, the balloon was not positioned correctly as it was below the annulus and completely in the left ventricle. A second bav was performed and ¿dog boning¿ effect can be seen which is characterized by the under inflated balloon which was most likely caused by the annular calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The handle appeared intact. The device was received with the nosecone over-captured by the capsule. There was a bulge on the capsule tip. 1 nitinol crown was observed protruding through the polymer material at the bulge site on the capsule tip. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with visible deformation. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. Delamination was observed over the nitinol reinforcing frame along the distal section of the capsule. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a bicuspid type 1 valve that was heavily calcified, the valve was loaded well. The implanting team was able to get through the femoral artery and over the aortic arch. A pre-implant dilation was performed with a 24 non-compliant balloon. The balloon did not open completely. The valve did not expand properly and was retrieved from the patient and replaced with a non-medtronic product. No adverse patient effects were reported.